Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and good faith efforts. The following information was obtained regarding the event: all cleaning, disinfection and sterilization (cds) was performed according to the instructions for use. There was no malfunction of the reprocessing accessories. The was no delay of pre-cleaning and manual cleaning. The air/water was flushed during pre-cleaning with adapter. The device was flushed with "mediclean forte" detergent during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the foreign material found in the nozzle could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: detection method in gif-1100 operation manual chapter 3 preparation and inspection preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope adhesive on the bending section cover tube was worn. The issue was found during a therapeutic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign matter in the air/water tube and cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: adhesive on the bending section cover had a discolored area. Adhesives around the light guide lens had a white-clouded area. The adhesives around the objective lens had a white-clouded area. The air/water tube and cylinder had foreign objects. Due to wear of the angle wire, the play of the right/left knob was out of the standard value. Due to wear of the angle wire, the play of up/down knob was out of the standard value. Due to burn on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. The screw stopper was replaced for preventive maintenance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.